Event description:
On (B)(6) 2009, the pt underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm at the descending aorta. The final angiogram showed no endoleak and the procedure ended. On (B)(6) 2010, a gore tag (tg3115/7909016) was implanted to repair migration of previously implanted tag device. The distal neck was successfully extended. In addition, another gore tag (tg3415/7889571) was implanted proximal of the tg3420 for the prevention of a proximal endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: tg3420/06475288.